Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Approximately a half cup of fluid leaked from both pumps. Fluid was also discovered on the external of the cycler set cassette. The patient reported receiving a filling slowly notification and a fill complication error message prior to discovering the fluid leak. Treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was instructed to disregard use of the cycler for the remainder of treatment and allow it to dry overnight. The patient was also advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient contact stated that the pd registered nurse (pdrn) was contacted after reporting the fluid leak to technical services and the patient was prescribed prophylactic antibiotic, cefalexin (250 mg, orally, 3 times daily for 3 days). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cycler remains with the patient for continued use.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The valve actuation test and system air leak test were performed and passed. A simulated treatment (post-ast 2 hours 15 mins 8500ml) was performed without any failures or problems. No fluid leaks were found after simulated treatment. A mushroom head check was performed and passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Approximately a half cup of fluid leaked from both pumps. Fluid was also discovered on the external of the cycler set cassette. The patient reported receiving a filling slowly notification and a fill complication error message prior to discovering the fluid leak. Treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was instructed to disregard use of the cycler for the remainder of treatment and allow it to dry overnight. The patient was also advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient contact stated that the pd registered nurse (pdrn) was contacted after reporting the fluid leak to technical services and the patient was prescribed prophylactic antibiotic, cefalexin (250 mg, orally, 3 times daily for 3 days). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cycler remains with the patient for continued use.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Approximately a half cup of fluid leaked from both pumps. Fluid was also discovered on the external of the cycler set cassette. The patient reported receiving a filling slowly notification and a fill complication error message prior to discovering the fluid leak. Treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was instructed to disregard use of the cycler for the remainder of treatment and allow it to dry overnight. The patient was also advised to follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Upon follow up, the patient contact stated that the pd registered nurse (pdrn) was contacted after reporting the fluid leak to technical services and the patient was prescribed prophylactic antibiotic, cefalexin (250 mg, orally, 3 times daily for 3 days). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The cycler remains with the patient for continued use.